Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. She has seen the ostomy nurse twice. She reports that she tried (B)(4) but, it did not make a difference. She is scheduled to see her doctor next week. End user was instructed in crusting technique. She reports that the wafer only lasts one day now due to drainage. No additional event details have been provided to date. A return sample for evaluation is not expected. Should patient/event details become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user reported she developed redness; bleeding and oozing of malodorous yellow drainage beneath the tape collar at the top of the wafer approximately six months ago. End user unable to provide the exact date of the event.

Manufacturer narrative:
The product associated with batch 3k00396 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).